Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument, including sample pipetting, fluids, level sensing and the grounding of the sample carousel, and did not find an instrument malfunction. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The quality controls for all levels and adjustments for all three assays were within acceptable ranges. The cause of discordant, falsely low afp, hcg and ue3 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low alphafeto protien (afp), human chorionic gonadatropin (hcg) and unconjugated estriol (ue3) results were obtained on one patient sample on an immulite 2000 xpi instrument. The falsely low afp, hcg and ue3 results were not reported to the physician(s). The same sample was repeated on same instrument and resulted higher than the initial low results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp, hcg and ue3 results.